Event description:
It was reported that the capacitor maintenance was aborted when the device was set to MRI mode during MRI imaging. The capacitor maintenance was aborted as the error message "unable to perform manual charging" popped up during capacitor maintenance. The charging was aborted due to shorted output stage detection (sosd) on an ICD after implant. When the program was changed not to sense sosd pulse, the capacitor maintenance could be carried out without any trouble in MRI mode and the MRI imaging could be performed. There were no adverse consequences to the patient due to this event.